Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use and is fractured on the medial side of the post feature. All pieces were returned. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp was found fractured after sterilization. All pieces have been returned. There was no patient involvement.